Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2018.

Event description:
New information received notes that oversensing was also noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to clinic with pre-syncope symptoms, right ventricular lead noise leading to failure to output was observed. Lead was replaced on (B)(6) 2018. Patient¿s condition was stable.

Event description:
New information received notes that elevated pacing output was also noted on the lead. Patient's condition was stable post-procedure.